Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. Other: it was reported by the patient's daughter that the patient was rushed to the hospital after she presented to device check with a heart rate around 40 bpm. The device was replaced and it was noted that it had malfunctioned. The device didn't give the proper warning that it was time to replace. No further patient complications were reported as a result of this event. Further information received indicates that the device was unable to be interrogated after being checked in the office and showing several months longevity. Information received with the device further reports that there was no output, and no magnet response. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event, interrogate, difficult to, magnet mode discrepancy, output, none, device failure.

Event description:
It was reported by the patient's daughter that the patient was rushed to the hospital after she presented to device check with a heart rate around 40 bpm. The device was replaced and it was noted that it had malfunctioned. The device didn't give the proper warning that it was time to replace. No further patient complications were reported as a result of this event. Further information received indicates that the device was unable to be interrogated after being checked in the office and showing several months longevity. Information received with the device further reports that there was no output, and no magnet response.